Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty (bkp) spinal therapy for primary osteoporosis (rupture fracture). It was reportedthat the cement screw was used during the operation and no cement leakage or intravascular leakage was confirmed intr aoperatively; however, during a visit this morning, it was reported by the physician that a small amount of extravascular leakage was observed. It was further reported that this was identified on a postoperative CT scan. The cement viscosity on the day of the procedure was used without issue. There was a delay of less than 60 minutes to the procedure. At this stage, it was reported that there has been no impact on the patient and no further complications reported regarding the event. Additional information was received via manufacturer representative that during the intraoperative c-arm imaging, no cement leakage from the screws was observed. Postoperative CT imaging confirmed cement leakage into the vasculature. No additional intervention was performed, and there are no plans for further treatment at this time.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. G4 510(k)#: please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510k# k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.